Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they had high blood glucose of almost 500 mg/dl and was due to a bent cannula. The customer indicated that she did not want to troubleshoot and speak with the helpline further.